Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was sticking out and customer was changing infusion set and when they prime it, the insulin was squirting out and there were no number showing on the screen for the units of insulin. The customer's blood glucose was unknown. The customer was assisted with troubleshooting. Customer stated that the insulin was continues to drip after motor stops during the manual prime process. Customer stated that there were no gap between the piston and reservoir stopper during prime. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the prime or a33 test, excessive no delivery test and occlusion test or verify prime or fill anomaly due to motor error alarm. Device received with loose drive support disk.